Event description:
It was reported that during a lobectomy procedure, the device was locked out. Another device was used to complete the case. There was no adverse consequences to the patient. The blade was broken and the tissue pad was damaged when the device was cleaned after the operation. The blade's broken piece would be returned, but the tissue pad was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.